Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("persistent bleeding"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia, vaginal)"), device expulsion ("migration of essure: uterus/failure to occlude (close) fallopian tube(s): left tube") and vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (menorrhagia, vaginal)") in a 43-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy, multigravida and parity 2. Previously administered products included for an unreported indication: iud. Concurrent conditions included hypertension and anxiety. Concomitant products included acetylsalicylic acid (aspirin) and clonazepam. On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced menorrhagia (seriousness criterion medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2012, 6 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), nausea ("nausea/nausea") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure), alternative therapy (endometrial biopsy), surgery (removal of left coil) and surgery (endometrial biopsy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea had resolved and the female sexual dysfunction, dyspareunia, fatigue, device expulsion, nausea, vaginal discharge and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 19-jan-2012: hysteroscopic essure sterilization: there was noted to be one coil inside the endometrial cavity (right) and 6 coils inside the endometrial cavity (left). 22-aug-2012: hysteroscopic removal of the left essure coil, which has migrated back into the uterine cavity. Laparoscopic bilateral tubal ligation with filshie clips. Cautery of endometriosis implants in the left posterior cul-de-sac. The essure coil in the patient's uterine cavity was grasped with a hysteroscopic grasper, and the essure coil was removed intact. Reevaluation of the uterine cavity showed no cavity abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: failure to occlude left fallopian tube ultrasound pelvis - on (B)(6) 2012: cyst in left ovary probably partially hemorrhagic ultrasound scan vagina - on (B)(6) 2012: failure to occlude left fallopian tube (B)(6) 2012: essure confirmation test: unilateral occlusion (right tube occluded) (B)(6) 2012: surgical pathology: endometrial biopsy are multiple fragments of endometrial glands and stroma. The gland vary in diameter. There is slight tortuosity. They are formed of columnar cells with pseudostratified nuclei. Mitotic activity is variable. There is no evidence for atypia or inflammation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records conforming: pelvic pain, irregular vaginal bleeding, cramping on her menses, migration of her coil back into her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("persistent bleeding"), menorrhagia ("menorrhagia"), device expulsion ("migration of essure: uterus") and vaginal haemorrhage ("abnormal vaginal bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy, multigravida and parity 2. Previously administered products included for an unreported indication: iud. Concurrent conditions included hypertension and anxiety. Concomitant products included acetylsalicylic acid (aspirin) and clonazepam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, 6 months 12 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure), surgery (removal of left coil) and surgery (endometrial biopsy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea had resolved and the female sexual dysfunction, dyspareunia, fatigue, device expulsion, nausea, vaginal discharge and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on 19-jan-2012: hysteroscopic essure sterilization: there was noted to be one coil inside the endometrial cavity (right) and 6 coils inside the endometrial cavity (left). On (B)(6) 2012: hysteroscopic removal of the left essure coil, which has migrated back into the uterine cavity. Laparoscopic bilateral tubal ligation with filshie clips. Cautery of endometriosis implants in the left posterior cul-de-sac. The essure coil in the patient's uterine cavity was grasped with a hysteroscopic grasper, and the essure coil was removed intact. Reevaluation of the uterine cavity showed no cavity abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: failure to occlude left fallopian tube. Ultrasound pelvis on (B)(6) 2012: cyst in left ovary probably partially hemorrhagic. Ultrasound scan vagina on (B)(6) 2012: failure to occlude left fallopian tube. On 08-jun-2012 and 30-jul-2012: essure confirmation test: unilateral occlusion (right tube occluded). On 27-jul-2012: surgical pathology: endometrial biopsy are multiple fragments of endometrial glands and stroma. The gland vary in diameter. There is slight tortuosity. They are formed of columnar cells with pseudostratified nuclei. Mitotic activity is variable. There is no evidence for atypia or inflammation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records conforming: pelvic pain, irregular vaginal bleeding, cramping on her menses, migration of her coil back into her uterus most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received and the following information were provided: patient demographic details; essure indication, lot number; abnormal vaginal bleeding, menorrhagia, apareunia, dysmenorrhea (cramping), dyspareunia, fatigue, migration of essure: uterus, nausea, vaginal discharge added as event; pelvic pain, bleeding and cramping resolved. Medical records were also received and the following information was provided: lab data, details of insertion and removal procedure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.